Event description:
A power-on-reset (por) condition was reported. The error code associated with the por was not available as the manufacturer representative did not recall seeing an error code on the clinician programmer. The patient was at an assisted living facility and there was an issue with the patient programmer. The por was successfully cleared and the patient was receiving effective therapy.